Event description:
It was reported that the core saber drill displayed a serious fault condition message on the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The serious fault condition message signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was discovered internally which can cause or contribute to a serious fault condition message being displayed.